Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power up) is due to the battery being excessively discharged. The battery was not being regularly charged every 24 hours (battery was used for 49 hours without being recharged). The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.